Event description:
It was reported that guidewire fracture occurred. A flexima apdl drainage catheter was selected for use in a bile duct. During insertion, it was noted that the guidewire was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluated by MFR: the accessories, the stent, cannula, the suture and the flexible cannula were returned for the analysis. A bent was observed in the flexible cannula. The guidewire was kinked. The suture was detached. No other issues were identified during the product analysis.

Event description:
It was reported that guidewire fracture occurred. A flexima apdl drainage catheter was selected for use in a bile duct. During insertion, it was noted that the guidewire was fractured. The procedure was completed with another of the same device. There were no patient complications as a result of this event.